Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results which met the clinical picture and a corrected report was issued. Siemens has requested additional data to be provided for investigation. The cause of this event is unknown.

Event description:
The customer reported discrepant po2 results between two rp 500 analyzers. There was no report of injury due to this event.

Manufacturer narrative:
Siemens reviewed the data provided by the customer. The oxygen sensor was functioning properly and it responded to the amount of oxygen in the patient's sample. The oxy-hemoglobin result increased with each patient sample, as did the oxygen sensor result. The deoxy-hemoglobin decreased with each patient sample run indicating that the oxygen concentration was increasing in the patient samples as the oxygen sensor detected. There were no oxygen sensor error codes nor was there any system error codes to indicate the sensor malfunctioned. Response curves for each sample do not show any irregularities. The aqc results for both oxygen sensors for all 3 levels were within the expected ranges. The root cause for this event cannot be determined.

Manufacturer narrative:
Siemens reviewed the data provided by the customer. The oxygen sensor was functioning properly and it responded to the amount of oxygen in the patient's sample. The oxy-hemoglobin result increased with each patient sample, as did the oxygen sensor result. The deoxy-hemoglobin decreased with each patient sample run indicating that the oxygen concentration was increasing in the patient samples as the oxygen sensor detected. There were no oxygen sensor error codes nor was there any system error codes to indicate the sensor malfunctioned. Response curves for each sample do not show any irregularities. The aqc results for both oxygen sensors for all 3 levels were within the expected ranges. The root cause for this event cannot be determined.